Event description:
Customer reported her insulin pump vibrates through the day for no reason. Customer's blood glucose was unknown. The device alarm history showed four no delivery alarms from yesterday. Customer changed her infusion set this morning. During troubleshooting, the call was dropped. Customer was called back, but there was no answer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).